Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medial intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device ws found out of specification in relation to the false air in line alarms which were reproduced. The alarms were confirmed and caused by a failed upstream sensor. It was observed that the upstream sensor had low fluid numbers. With low ultrasonic readings it would make the pump more sensitive to air in line. The failed upstream sensor was replaced.